Event description:
It was reported that the pump had a low reservoir alarm. The pump began to alarm (B)(6) 2012. The pump was read with the programmer (B)(6) 2012 and showed 0.3 ml left in the reservoir. 13 ml of drug were aspirated from the pump. The last refill took place (B)(6) 2012. There was a print report, but no session data report from this refill. No updates appeared on the logs from (B)(6) 2012. It was concluded that the pump was not updated at the last refill and this was the reason for the alarm. The reservoir volume was corrected and updated with the programmer. The patient had no adverse events or changes in therapy. The device system was used to deliver dilaudid, marcaine, and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10892r15, implanted: (B)(6) 2001, product type catheter; product ID 8840, serial # unknown, product type programmer, physician, product ID 8840, serial # unknown, product type programmer, physician. (B)(4).